Event description:
The patient was implanted with left ventricular assist device (lvad). It was reported by the surgeon that an lvad pump exchange was performed on the patient because one of the nurses had accidently cut the percutaneous lead with scissors and completely severed it. The pump stopped and the patient was placed on inotropes for support until he could be taken to the operating room for lvad pump replacement. The lvad was exchanged for another lvad and in addition the outflow graft and bend relief were exchanged as well.

Manufacturer narrative:
The patient remains on going with the exchanged lvad pump and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.